Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation summary: bd received 2 samples and examined 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for missing print was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing print with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing print. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k two tubes were missing the printed labeling. No adverse impact was reported regarding the patient or user.